Manufacturer narrative:
Results of investigation: the suspect device was returned and evaluated. However, vyaire medical was unable to verify the customer's reported issue. Vent was connected to a known good o2 source set at 50 psi as well as a vt plus hf flow analyzer to monitor tidal volume, o2 and breath rate; no inaccurate readings were logged during bench testing. Vent had lasted 48 hours of extended test at the customer's settings with no unusual alarm or error condition the ventilator passed the initial final test using an automated testing fixture that tested the ventilator's overall functionality. The vent passed the initial alarm volume test with flying colors. The unit was opened and inspected, and no anomalies were discovered. Service the process ventilator to ensure that it meets all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator was showing tidal volumes of around 800ml with a set volume of 500, as well as blower demand and low o2 pressure alarms when the o2 was full, CPAP was with a non-vented mask, and there appeared to be no leaks when placing the patient on the device. Furthermore, the customer confirmed that the patient went into cardiac arrest immediately after being removed from the device in the emergency room, and that resuscitation was unsuccessful.